Event description:
It was reported that the anchor was broken during surgery. No patient injuries were reported.

Manufacturer narrative:
One (B)(4) bioraptor knotless suture anchor device returned. The complaint stated: ¿¿the anchor was broken during surgery.¿ no anchor or suture was returned. Audible click is present with rotation of the torque limiter. The inner insertion rod advances as expected. Per instructions for use: ¿caution: ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. Establish and maintain axial alignment of the suture anchor with the prepared insertion site. To prepare the insertion site, only use the appropriate smith and nephew drill guides and drill bits intended for use with the bioraptor knotless suture anchor to ensure that the implant is properly aligned. Breakage of the suture anchor can occur if the insertion site is not prepared with the recommended smith and nephew drill prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ no root cause associated with the manufacture of this device was confirmed. Updated.

Event description:
It was reported that the anchor was broken during surgery. The procedure was completed with a backup device with no delay or patient injury reported.